Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventrio device used to treat the patient. The patient's attorney alleges hernia recurrence with mesh detachment and deformity however, no sample was returned for evaluation and medical records are not available. Hernia and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol ventrio. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney has alleged that: (B)(6) 2015 - the patient underwent repair of a ventral hernia, ventrio patch was implanted in the patient during this repair. On (B)(6) 2017 - the patient was experiencing extreme abdominal pain and had to undergo surgical intervention. As reported, during the surgery, the surgeon found that the bard hernia mesh "had become loose and had curled up quite a bit." And found the ventrio was "involved densely with the adhesions." It is alleged that the patient continues to experience complications related to the ventrio and will likely require additional surgeries. As reported by the patient's attorney, the ventrio "had to be surgically removed." As alleged, the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment" due to the alleged defective ventrio.

Event description:
The patient's attorney has alleged that: (B)(6) 2015 - the patient underwent repair of a ventral hernia, ventrio patch was implanted in the patient during this repair. (B)(6) 2017 - the patient was experiencing extreme abdominal pain and had to undergo surgical intervention. As reported, during the surgery, the surgeon found that the bard hernia mesh "had become loose and had curled up quite a bit." And found the ventrio was "involved densely with the adhesions." It is alleged that the patient continues to experience complications related to the ventrio and will likely require additional surgeries. As reported by the patient's attorney, the ventrio "had to be surgically removed." As alleged, the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment" due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿there was a small piece of mesh, that was divided and the mesh was excised. Then a ventrio mesh was placed over the long axis transversely and placed intraabdominally using fasteners.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿there was a rather extensive adhesions, just to the previous upper midline mesh and all the adhesions were lysed. The right side of the mesh had came loose and had curled up and that was re-affixed with fasteners.¿ attorney alleges that the patient had adhesions, pain & suffering, mesh shrinkage, hernia recurrence and bowel obstruction.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventrio device used to treat the patient. The patient's attorney alleges hernia recurrence with mesh detachment and deformity however, no sample was returned for evaluation and medical records are not available. Hernia and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol ventrio. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of ventrio mesh, patient was diagnosed with adhesion, material deformation, hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, d4 (UDI no.), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventrio device used to treat the patient. The patient's attorney alleges hernia recurrence with mesh detachment and deformity however, no sample was returned for evaluation and medical records are not available. Hernia and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol ventrio. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of ventrio mesh, patient was diagnosed with adhesions, material deformation, hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device lists pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct relevant tests and lab data. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged that: (B)(6) 2015 - the patient underwent repair of a ventral hernia, ventrio patch was implanted in the patient during this repair. (B)(6) 2017 - the patient was experiencing extreme abdominal pain and had to undergo surgical intervention. As reported, during the surgery, the surgeon found that the bard hernia mesh "had become loose and had curled up quite a bit." And found the ventrio was "involved densely with the adhesions." It is alleged that the patient continues to experience complications related to the ventrio and will likely require additional surgeries. As reported by the patient's attorney, the ventrio "had to be surgically removed." As alleged, the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment" due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿there was a small piece of mesh, that was divided and the mesh was excised. Then a ventrio mesh was placed over the long axis transversely and placed intraabdominally using fasteners.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿there were extensive adhesions, just to the previous upper midline mesh and all were lysed. The right side of the mesh had came loose and had curled up and that was re-affixed with fasteners.¿ attorney alleges that the patient had adhesions, pain & suffering, mesh shrinkage, hernia recurrence and bowel obstruction.